Manufacturer narrative:
The customer reported to physio-control that they are going to replace the therapy connector and therapy cable assemblies. Once proper device operation is observed through functional and performance testing, the device will be returned to service for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a training session, they discovered that their device would no longer detect any ECG signal through the ECG leads or through the paddles lead. This would prohibit the device from not only functioning in AED mode, but also would not allow the device user to see the patient's ECG rhythm for diagnostic purposes. There was an individual connected to the device, but since this was for training purposes only, there was no adverse effect caused and they did not need medical care.

Manufacturer narrative:
The supplemental medwatch report indicates: it was later confirmed by the customer that the therapy pcb assembly was replaced, and after observing proper operation the device was returned to use. Neither the device, nor the removed therapy pcb assembly was returned to physio-control for evaluation. The supplemental medwatch report should indicate: it was later confirmed by the customer that the therapy connector assembly and defibrillation therapy cable assembly was replaced but did not resolve the issue. Thereafter the therapy pcb assembly was replaced, and after observing proper operation the device was returned to use. Neither the device, nor the removed therapy pcb assembly was returned to physio-control for evaluation.

Manufacturer narrative:
It was later confirmed by the customer that the therapy pcb assembly was replaced, and after observing proper operation the device was returned to use. Neither the device, nor the removed therapy pcb assembly was returned to physio-control for evaluation.